Event description:
A pt underwent a therapeutic upper gi evaluation for hemostasis within the stomach.the resolution clip device deployed prematurely when the clinician pulled back on the sheath.one previous attempt and one subsequent attempt resulted in a similar premature deployment issue (see MDR ID#:6000048-2006-00068 and 6000048-2006-00070 attached)before the procedure could be completed with use of another of the same device.the pt was noted to have not substained any complications or ill effect as a result of the deployment issue.the pt condition is listed as 'ok'.